Event description:
Inflammation [joint inflammation] ([aching (r) knee], [joint effusion], [therapeutic response decreased]). Meniscus derangements/unspecified medial meniscus, right knee/medial meniscus derangement [other and unspecified derangement of medial meniscus]. Case narrative: initial information received on 08-jul-2019 regarding a solicited valid serious case received from a physician, in the scope of patient support program "(B)(6)". Patient ID: (B)(6); country: united states. Study title: (B)(6). This case involves a (B)(6) year old male patient (156 cm and (B)(6)) who after unknown latency experienced inflammation and meniscus derangements/unspecified medial meniscus, right knee/medial meniscus derangement while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Concurrent conditions included diabetes and hypertension. The patient's past medical history included depression, insomnia unspecified, gastric bypass/lap band surgery, nissen fundoplication and arthroscopy of the right shoulder/left wrist arthroscopy, allergy to nucynta, norco and nsaids. The patient's medical treatment, past vaccination(s) and family history were not provided. The patient consumes alcohol socially and is a non-smoker. Concomitant medications included lisinopril; celecoxib (celexa); metformin; hydromorphone hydrochloride (dilaudid); tramadol hydrochloride (ultram); ropinirole hydrochloride (requip); omeprazole; isosorbide mononitrate; citalopram; atorvastatin; aspirin (acetylsalicylic acid); pregabalin (lyrica); carvedilol; zolpidem; sildenafil citrate (viagra); clopidogrel; and evolocumab (repatha). On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection via unknown route (dose, lot number: unknown) for unilateral primary osteoarthritis in right knee. Information regarding batch number was requested. On an unknown date, after unknown latency, patient right knee pain. On (B)(6) 2019, patient visited the hospital for right knee for 2-3 years with gradual onset of pain with no known trauma or injury. On (B)(6) 2019: vital tests included blood pressure 103/58 mmhg; body mass index 33.86 and heart rate 73. Patient reported no distal numbness and tingling. Patient reported pain was located globally throughout the knee and he received steroid injections for pain (assessed as serious due to intervention required). Patient reported that length of relief has decreased since 1st injection. On (B)(6) 2019, his pain level was 2/10 in clinic. During his right knee examination, it was reported that patient was arthritic with intact skin and effusion 1+. Ona n unknown date, patient had tenderness to palpation: globally knee more medial. On an unknown date, MRI revealed other meniscus derangements, unspecified medial meniscus. It was finally diagnosed that patient had right knee arthritis with medial meniscal derangements. Patient was advised to make use of moist heat for relief of pain and inflammation. Patient had to continue activity modifications as instructed. Patient might consider repeat injections if desired or call to arrange for right knee arthroscopy diagnostic and therapeutic if derangement type symptoms occurred. Physician had discussed various other injections to include amniofix vs viscosupplementation or zilretta. Physician had advised staff to authorize and arrange for right knee hylan g-f 20, sodium hyaluronate injection. Action taken: not applicable. Corrective treatment: steroid injections and moist heat for inflammation; not reported for rest of events. Outcome: unknown for all events the product technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: unassessable for all events company causality: not reportable for all events. No further information was provided.